Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l66218, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l66218, implanted: (B)(6) 1999, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was replaced due to the motor stalls. The patient recovered without sequelae.

Event description:
It was reported the a critical alarm was occurring due to a motor stall. The alarm was confirmed via telemetry. The alarm was heard. Pump logs showed a total of 8 motor stalls going back to (B)(6) 2014. The most recent stall lasted less than 48 hours. There had been no stalls since may until (B)(6). There had been several stalls since then. The current stall occurred 3 days prior to this report and had not yet recovered. The patient started to have an increase in spasms. The patient was also noted to be non-verbal. The pump was used to deliver gablofen. Additional information pertaining to the outcome of the event has been requested.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication stall due to shaft-bearing.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.